Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was not known. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported there was a catheter leak in 2014. Symptoms included spasms and pain. No other information was provided. There were no further complications reported/anticipated.